Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported the patient missed a refill on (B)(6) 2018 and was going through withdrawals starting (B)(6) 2018 or (B)(6) 2018 last week. On (B)(6) 2018 the patient got a refill. The patient had been feeling nauseated and had been vomiting since last week and the patient found out she was pregnant on (B)(6) 2018. No interventions were mentioned and the situation was being addressed by the healthcare provider (hcp). It was further reported once her pump was filled on (B)(6) 2018. The withdrawal symptoms went away, but she reported she was still feeling very nauseous and vomiting. The patient took a pregnancy test on (B)(6) 2018 and it was positive. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s weight at the time of the event was (B)(6) pounds. No further complications were reported/anticipated or expected.